Manufacturer narrative:
(B)(4). Date sent to FDA: 09/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code enw9324t. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: age - 71. Gender: female. Weight: 65kg. Bmi at the time of index procedure: 26.3. Date and name of index surgical procedure? On (B)(6) 2021 vaginal hysterectomy, pfr anterior repair. Were any concomitant procedures performed? No. The diagnosis and indication for the index surgical procedure? Uteral vaginal prolapse. What were current symptoms following the index surgical procedure? None. Onset date? N/a. Other relevant patient history/concomitant medications? None. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Not provided. On what tissue was the suture used? Muscle, pelvic wall. What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) Normal. How was the suture placed? (Interrupted or continuous?) Continuous. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? As normal. Were x-rays performed to localize the needle fragment? Yes. Please provide the date of needle removal on (B)(6) 2021. Where was the needle located/in what structure? Pelvic wall muscle. Were there any patient consequences? Yes, longer first surgery, additional x-rays and return for additional surgery. Did the operating surgeon observe any suture/needle deficiency or anomaly before, during, after the suture placement or during any re-operation? None recorded. What is physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon did not feel he did anything different from normal. What is the patient's current status? Post-op recovery going well. Also reported that it took several attempts to attach needle holders to the extracted broken suture, that will explain the number of needle holder marks on it. A manufacturing record evaluation was performed for the finished device lot number: pgm534/ w9324t40 , and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? Were any concomitant procedures performed? The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition? (Normal, thin, calcified, fragile, diseased?) How was the suture placed? (Interrupted or continuous?) What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Please provide the date of needle removal. Where was the needle located/in what structure? Were there any patient consequences? Did the operating surgeon observe any suture/needle deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Has product been returned? If so, please provide the return date and tracking information. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4)- device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2021 and suture was used. 2/3 of the needle was lost in the patient. Initially, the needle could not be retrieved, but the patient was brought back several weeks later for another surgery to retrieve the needle fragment. Additional information has been requested.